Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿a large incarcerated right inguinal hernia with sac was noted. The hernia sac with incarcerated contents were reduced and dissected down. The colon was reduced back into the abdomen and bard flat mesh (device 1) was placed over the defect and sutured it to the pubic tubercle and internal oblique. The fascia was closed and secured with sutures.¿ on (B)(6) 2010 ¿ patient was diagnosed with recurrent incarcerated right pantaloon inguinal hernia and hydrocele thereby underwent open repair with removal of prior mesh (device 1) and implant of bard flat mesh (device 2) and synthetic mesh. Per operative notes, ¿an extremely large indirect recurrent incarcerated right pantaloon hernia with old mesh (device 1) adherent to the cord structures was noted. A large direct defect encompassing remainder of the inguinal floor was excised. The mesh (device 1) did not appear to have any attachments to inguinal ligament and excised and synthetic mesh was placed over the defect. The defect was extremely large and a piece of another bard flat mesh (device 2) was placed over the lateral aspect of the defect. Two portions of the mesh were sewn together with sutures. The large right hydrocele was excised and remaining contents of sac were secured using sutures. The fascia was closed, wound was irrigated and secured with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.